Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013. Approximately 7 years and 11 months later the patient's computed tomography scan revealed the ivc filter is severely tilted anteriorly and the hook is embedded within the ivc wall and contacts the bowel. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 12mm and contacts the aorta. Two (2) medial struts perforate the ivc wall 9mm and 12mm and reside within the soft tissues. Two (2) posterior struts perforate the ivc wall 6mm and 10mm and reside within the soft tissues. There is one (1) strut with a superior orientation which perforates the ivc wall posteriorly 10mm and contacts the right renal artery. The patient experienced anxiety, fear, depression, and pain caused by the celect ivc filter implanted. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, embedded, tilt, anxiety, fear, depression, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, depression, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: device is unable to be retrieved, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to bilateral extensive pulmonary emboli (pe). Patient is alleging organ and vena cava perforation, tilt, and device is unable to be retrieved. Patient alleges "I have chronic back pain as well as stomach pain. I am unable to play golf due to my severe back pain. I also fear what may happen to me due to this filter as there have been attempts made to remove which have been unsuccessful." 25jun2013 unsuccessful retrieval reported. 05jul2013 unsuccessful retrieval reported. Per retrieval report (attempted), "the preremoval inferior venacavogram demonstrates no evidence of filter thrombus. The filter is slightly tilted. Extensive attempts using both snare types were done without engaging the hook of the filter at all . Typically with the ensnare any protruding hook should be engaged. The hook of the filter is likely embedded within the caval wall with collagen deposition at this time . It was noted on the initial images that 3 of the accessory legs were malpositioned." Per computed tomography report, "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted anteriorly and the hook is embedded within the ivc wall and contacts the bowel. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 12mm and contacts the aorta. Two (2) medial struts perforate the ivc wall 9mm and 12mm and reside within the soft tissues. Two (2) posterior struts perforate the ivc wall 6mm and 10mm and reside within the soft tissues." "There is one (1) strut with a superior orientation which perforates the ivc wall posteriorly 10mm and contacts the right renal artery."